Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 189 mg/dl at one point during the incident, and 103 at the time of the admission. The customer used food and dextrose to treat and was given intravenous fluids to treat. The customer experienced symptoms such as unresponsiveness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. The insulin pump and infusion set will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test, excessive no delivery test and dat at 0.08745 inches. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.